Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a regular follow-up appointment, a lead safety switch (lss) was noted due to high, out-of-range pacing impedance (>3000 ohms) from a competitor's right atrial (ra) lead. Additionally, some noisy signals were observed. The physician elected to reprogram the device to bipolar sensing and will continue with normal follow-ups. The device remains implanted and no adverse patient consequences were reported.